Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of ipg eri was not confirmed. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps at the time of explant. A review of the ipg logs showed that the first eri was also not declared. This timestamp is logged only one time by a clinician programmer (cp) or a patient controller (pc), when the ipg is in a session with a cp or a pc, and the ipg battery voltage is at or below 2.7vdc +/- 30mv. The ipg was functionally tested and passed all testing.